Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 2 months after the implantation this right atrial lead dislodged and there was no capture. The repositioning took place successfully on (B)(6) 2020 and the lead remains active.